Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material may have remained due to the reprocessing deviation from the instructions for use. The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: the auxiliary water channel was not flushed during pre-cleaning, and a detergent flush was not implemented during manual cleaning. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use: instructions for use states the detection method in cf-170 series operation manual chapter 3 preparation and inspection; instructions for use states the preventative measures in cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a brown colored material clogged the auxiliary water channel. There were no reports of patient involvement.